Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the leadless implantable pulse generator (ipg) exhibited high thresholds and loss of capture. The device was explanted and replaced with an implantable pulse generator (ipg) system. No patient complications have been reported as a result of this event.